Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning associate with clip caught on anterior leaflet could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the clip being caught on the anterior. However, a cause for why the clip being caught on the anterior leaflet cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted, and grasping was performed. However, while grasping the leaflets, the anterior gripper continuously became caught on the anterior leaflet, and the gripper would only partially drop. The clip was able to be freed from the leaflets, but with difficulty. The clip was removed and replaced. One clip was then implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.